Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the tip was pinch, kinked and detached. Regarding the tip kinked, this can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the tip could bend and consequently collapse into a kink.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter has separated outside the body approximately 2 cm from the tip. The tip of the catheter at that point was noticed to be stretched and has eventually separated outside the body. The device was removed completely and intact from the body after use, which was the usual. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, it was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter has separated outside the body approximately 2 cm from the tip. The tip of the catheter at that point was noticed to be stretched and has eventually separated outside the body. The device was removed completely and intact from the body after use, which was the usual. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.